Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the coronary artery. This 3.50x24mm promus element stent delivery system (sds) was selected and was placed in the guide catheter no damage was noted at the time. The physician changed his mind and decided to take out the stent from the guide catheter and pre-dilate again before stenting with the same sds. However; when picking up the stent from sterile field the physician noticed that the stent was not crimped as it usually would be. It was further reported that bits of metal were raised and stretched out on the sds. The proximal portion of the stent appeared to be stretched and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the coronary artery. This 3.50x24mm promus element stent delivery system (sds) was selected and was placed in the guide catheter no damage was noted at the time. The physician changed his mind and decided to take out the stent from the guide catheter and pre-dilate again before stenting with the same sds. However; when picking up the stent from sterile field the physician noticed that the stent was not crimped as it usually would be. It was further reported that bits of metal were raised and stretched out on the sds. The proximal portion of the stent appeared to be stretched and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. The stent starting at the seventh row on the proximal end was stretched distally out over on the tip of the device. The stent was damaged along its length causing some struts to be raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. There were traces of blood visible on the outside of the balloon. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).